Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was intermittent false alarms (with audible tones) with the ultrasonic air sensor (uas) on the perfusion system. The device was not changed out, as the customer was going to use other bubble detector, but the latch broke off. The perfusionist called the field service rep (fsr) and said the sensor was working fine so they used it for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00790.